Event description:
It was reported that an unknown zimmer auto system drainage port was pulled out of a patient's left knee in error by surgical technician when removing tourniquet. Additional clinical follow up with the hospital indicated that the user medwatch was submitted as a safety measure and was not considered to have been a product defect of the unidentified drainage device. It was also reported that there was no information regarding the exact product associated with the event or the final outcome of the reported event.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted if the device becomes available.